Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 290 mg/dl at the time of the incident and blood glucose was 414 mg/dl after having lunch and bloused. The customer¿s current blood glucose was 172 mg/dl. Customer treated their high blood glucose with manual injection. The drive support cap appeared normal. Customer declined to continue troubleshoot for other possible causes of high blood glucose. Advised to change entire set, reservoir and insulin and treat per health care provider's instructions. The product was not returned for analysis.